Event description:
It was reported that during a da vinci-assisted surgical procedure, emergency wrench used to remove tip-up fenestrated grasper instrument. The procedure was completed with no reported injury. There was no patient injury. The procedure was converted for an unspecified reason.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirmed the reported failure. Per failure analysis (fa): visual inspection of the instrument found no physical or cosmetic damage on the distal end or the back end. The instrument was placed and drive on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected.